Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). Patient weight not made available from the site. A medtronic representative, following-up at the site, deemed it likely the f11 and f12 fuses had blown. The site biomed representative replaced the fuses and got the imaging system up and running during the 20 minute delay in the procedure. On 10/28/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative received a report from a site radiographic technologist (rt) that while in a spine procedure, their imaging system mobile view station (mvs) was continuously beeping after moving into the operating room (or) from the hallway. Multiple outlets were tested, however, the imaging system continually beeped until it was powered off. The line power light on the mvs was not lit. The medtronic representative received a notification from the site neuro-coordinator that the fuse was replaced and the imaging system was fully functional. The surgeon continued the procedure to completion using the navigation system and the imaging system. Delay in therapy was approximately twenty minutes. There was no impact on patient outcome.